Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During a posterior lumbar fusion procedure at the l5-s1 level, pt experienced a dural tear during the attempted removal of the t-pal trial. Surgeon repaired tear and opted to implant t-pal spacer on contra lateral side. Approx one hour was added to the procedure.